Event description:
It was reported the pt (B)(6) lost stimulation. A diagnostic test revealed impedance issues for several lead contacts; however, effective therapy was recaptured for the pt via reprogramming. Since that time, the pt has again lost stimulation. A subsequent diagnostic test revealed impedance issues for all contacts. As such, surgical intervention was undertaken to replace the pt's lead. Effective stimulation was recaptured for the pt following the procedure.

Manufacturer narrative:
Results - the complaint for "invalid impedance" was confirmed. As received, the lead was returned cut as a result of the explant procedure. The stimulation segment was kinked with all wires broken approx 20cm from the stimulation end. The outer tubing of the fractured lead segment was not breached, therefore the damage is consistent with the lead being subject to an overstress condition while it was implanted. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.